Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated their retainers are rubbing near their gums causing discomfort and the retainers have also chipped a tooth.